Manufacturer narrative:
(B)(4). The device passed electrical and functional testing. Internal and external inspections were performed and the device passed. A review of the device logs confirmed the reported issue. The cause was determined to be a false empty detected and a use error, as the initial drain alarm setting was inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intra-peritoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) received a high drain volume 104 alarm while on the homechoice (hc) machine. The high drain alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, meeting increased intra-peritoneal volume (iipv) criteria. The hp used a red bag during therapy last night. Also, the hp did not do the day exchange and noticed that the initial drain alarm was only 194 ml. The hp felt boated in fill one. The technical service representative (tsr) reviewed the hp's therapy log and ultra filtration per cycle. The fill volume was 3000 ml. The tsr explained the reason the hc alarmed with the high drain alarm and how to perform a manual drain on the hc. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.